Event description:
In 2008, a pt/layperson alleged that an emergency medical team, emt, treated him due to an inaccurately high result on his onetouch ultramini. The customer care advocate replaced all products. This senior medical affairs specialist spoke with the pt next month and obtained info. All results are in the correct unit of measure, mg/dl. In 2007, while at work the pt tested his blood glucose before eating, result was "over 400". "I didn't feel bad [with the elevated result]." Based on a sliding scale, he injected 8 to 10 units novalin r before eating. Between 30 to 45 minutes later, he became shaky with severe pain in his left calf. An ems was called, obtained 30 on their unk meter, and gave him orange juice and glucose gel. As per the pt, because emts were only able to increase his blood glucose to "only 100," emt transported him to hosp where he spent 14 days being treated for an infection in his leg. After one to 1 1/2 weeks recuperating at home, he returned to work where again his blood glucose was over 500 when he tested on his meter. His wife drove him to the hosp, where he was readmitted and treated for a staph infection in his leg. Both events occurred before thanksgiving and new year, exact dates not recalled by the pt. The pt continues to have an infection in both feet, exacerbated by his work that involves standing. For that reason, the complaint is classified as an adverse event as the pt alleged that he became hypoglycemic within 45 minutes of injecting insulin based on a sliding scale after obtaining the meter reading of "over 400".

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. The pt stated he will return the meter when he feels better.